Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a healthcare provider (hcp) placed the ins into the pocket to check the pocket size prior to the lead being connected. They removed the ins, wiped it off, and connected the lead but saw c-1, c-2, c-3 all less than 50 ohms. All bipolar pairs were fine. They disconnected the lead, dried it off again, reconnected, placed it back into the pocket, and ran 2ma of stimulation, which resulted in all case pairs less than 50 ohms. Technical services reviewed that since case pairs are not used in device programming, the issue is likely related to how the measurement is performed and bipolar pairs are in range, it would be hcp's decision to close patient knowing that the rest of the pairs are intact. Technical services reviewed they could perform motor testing, if desired, to ensure pairs are viable. After 1 hour in the pacu the manufacturer representative reported that they checked impedances and all issues were resolved.